Event description:
It was reported the single use 2-lumen sphincterotome's knife wire broke when electricity was applied. The issue occurred during an unspecified therapeutic procedure. The device did not fall into the patient. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is to inform that, upon further review, this is not a reportable malfunction. The initial medwatch reported that during an unspecified procedure the knife wire broke when electricity was applied. However, when the actual product device was returned to the olympus aomori factory, it was found that the device wire was not broken. Upon further investigation with the sales representative, we were informed that the event was not ¿knife wire was damaged (basically sparks occur)¿ but ¿not energized (output failure)." Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.